Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during, investigation, the pump powered on with a recurring cs 069 alarm during the rewind steps. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed moisture in the battery compartment. A leak test revealed a leak at a crack in the battery compartment starting at the threads to the left side of grip pad. The pump was opened and no internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [069-0000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.